Event description:
The customer reported that the device knife was protruding from the jaws. This caused the device to no longer be able to open. The device was removed from tissue which resulted in a small amount of bleeding. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.